Manufacturer narrative:
The suspect device was not returned for evaluation. A follow-up will be submitted when the investigation and product history review is complete.

Event description:
The needle detached during use on a patient. No patient injury or medical intervention was reported.